Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 526 mg/dl. The customer was treated with a bolus from the insulin pump. The customer indicated having symptoms consistent with high blood glucose levels including thirstiness, heaviness in the chest and irritability. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. It was reported that the insulin pump passed the high pressure test. The customer was advised to treat per the health care provider's instruction. A new tubing clamp would be shipped to the customer in order to complete troubleshooting on the insulin pump. No additional information was provided.